Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced extrusion, erosion, and recurrence. Further more, it was also reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4). Lawyer-filed report.